Manufacturer narrative:
Below codes not accepted in h5 tab. Type of investigation - 10 investigation findings - 424 investigation conclusions - 2306 unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Unable to confirmed front cap anomaly due to inpen was received without original front cap shell. In conclusion no insulin is dispensed when the injection/dose button is pushed due to missing injection foot. Unable to confirmed leadscrew anomaly due to missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin was dispensed when the injection/dose button was pushed and the screw was not moving as intended. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-105nngyna. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
Per visual inspection: missing injection foot and missing front cap shell. No physical damage to cartridge holder. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Unable to confirmed front cap anomaly due to inpen was received without original front cap shell. In conclusion no insulin is dispensed when the injection/dose button is pushed due to missing injection foot. Unable to confirmed leadscrew anomaly due to missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.